Event description:
Additional information was received that the cultures from (B)(6) 2019 showed no growth.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient noticed drainage from the driveline in (B)(6) 2019. The patient was started in kleflex . On (B)(6) 2019, cultures were collected and showed no growth. Aeorbic and anaerobic cultures were done and were afb negative. Microbial dna from (B)(6) 2019 shows 65% staph aureus, 9% e.coli. Spect CT was negative for active infection or inflammation. The patient was seen by the doctor on (B)(6) 2019 with no surgical intervention. The patient was switched to doxy. The patient is currently on bactrim ds for 14 days beginning (B)(6) 2019. The patient will finish antibiotics and return in 2 weeks ((B)(6) 2019) to re-assess driveline infection. If no improvement, will discuss debridement. No further information was provided